Manufacturer narrative:
Block b3: exact date unknown, event occurred on summer of 2023.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.